Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that no image displayed occurred due to charge coupled device (ccd) failure. The cause of the ccd failure occurred because the head cover leak test failed, causing the inside to flood and ccd unit to fail. The following descriptions were provided when checking the contents of the instruction manual. It is indicated that the phenomenon can be prevented by following the descriptions provided when checking the contents of the instruction manual which states: "do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue was confirmed. During evaluation, it was observed, kink/knot was found on the cable, the device failed water leak test from the head cover and the device had faded serial plate. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during preparation for use, the hd autoclavable camera head had no image. There was no harm or user injury reported due to the event. This report is related to an event previously reported patient identifier: (B)(6).